Event description:
Event description cpi received information that during a routine implantable cardioverter defibrillator (ICD) replacement, these two myocardial sutureless leads (0030) were removed from service due to high impedance measurements.